Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. The arterial access was confirmed in the common femoral artery under fluoroscopy. It was reported that during the insertion of the device the physician encountered "difficulty" as the vessel was severely calcified. The physician decided not to deploy the device but to remove it. During the attempt to remove the device, the physicain discovered that the device was "stuck". A surgical consult was obtained and it was discovered that the device was broken at the distal guide leaving the sheath in the artery. The pt was taken to surgery for removal of the sheath and repair of the femoral artery with a stitch. It was reported that the pt is "doing well" and was discharged home in 12/2002. There were no reports of further adverse pt sequelae.